Event description:
General report # 1 of 2 rec'd of difficulty attaching a 3ml monoject syringe to a clave valve. The nurses reported difficulty in accessing the clave valve with a 3ml monoject syringe on the first attempt. Reportedly, on the second attempt, the nurses were successful in attaching the syringes and the normal saline was injected without difficulty. The extension sets were not changed and the initial 3cc syringes were used during the second attempt. There were no reported delays in critical therapy or adverse pt events. Though requested, there was no further info available.